Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had elevated thresholds. This rv lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had elevated thresholds. This rv lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating that the right ventricular (rv) lead had micro-dislodgement. It was also noted that there was loss of capture. No change on MDR decision. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead had elevated thresholds. This rv lead was then explanted. No additional adverse patient effects were reported.